Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. The failure was due to the trunk cable being pulled and caused the pulse wires in the distributor node (dn) to be shorted. The root cause for the pulled trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.